Event description:
Surgeon reports over the past 11 months he has seen several pts in his practice who experienced post cataract glaucoma and required glaucoma surgery. One of these pts also experienced a decrease in vision. He reported that it was most likely due to not removing all of the viscoelastic from the eye during surgery. He reported the increase in intraocular pressure (iop) in these pts was not an immediate response but occurred over time. The eyes seemed otherwise "quiet" and were not inflamed or irritated. He stated that he has only seen a few cases like this and he has performed many cases during this 11 month time period. Additional info has been requested.